Event description:
It was reported that prior to use with bd bbl¿ macconkey ii agar contamination was discovered on the plate. The following information was provided by the initial reporter: it was reported that customer reporting contamination with 221270 plates from lot 1216291. (B)(4): 2021-10-13 19:02:58 (gmt) received the additional information from the customer below: can you please provide the time stamp on the bottom of the plates? 0852. How are the plates stored once received and at what temperature? Plates are stored refrigerated at 2-8 degrees c. Are the sleeves sealed during storage? Yes. Were there any temperature excursions to the plates you are aware of? None customer is aware of. How many individual plates out of the box of 100 received had observable contamination? 25 plates. When was the contamination observed? Before or after inoculation/incubation? Before or after opening sleeves? After the sleeves were opened the customer noticed contamination. They plates were not inoculated or incubated, just disposed of. Upon visual inspection of the contaminated media was the contamination: bacteria or fungi? Bacterial, looks to be more than one type. On the surface or sub-surface? Surface. Was the organism stained or identified? If identified, what was the species and confidence level of the identified species? No ID was done. Were any patient results affected due to the contamination? No. Is this lot still in use? Yes. Plates that look contaminated prior to use are not used for patient testing. Would you be able to send in an unopened sleeve or two from the lot for quality investigation if a return label was sent to you? Customer does not have plates from this lot to send in for quality investigation. (B)(4). Customer problem: customer is reporting contamination with product 221270 if media performance issue provide organism atcc strain information (if applicable): n/a steps taken with customer/troubleshooting: received information from cardinal health that a customer received 221270 plates, lot 1216291, that the plates were contaminated. Next steps (if necessary): sent follow up email to end user asking for additional information on the issue, photos of contamination as well as if returns are available. Resolution achieved (y/n)? : no. Pending follow up with customer quantity received and quantity affected: 1 box received. Pending follow up with customer for total plates affected. Shipment method (directly or via distributor): distributor. If it is a distributor ¿ who is it?: (B)(4). Photos or returns requested?: yes. Both requested. Follow up required y/n?: yes. If consumable is tested on bd instrumentation, list serial numbers: n/a. Time stamp (if applicable): pending follow up with customer. Indication that customer is industrial indu (if applicable): no. Reviewed smax case history: yes. Help lightning attempt: no. Help lightning success: n/a. (B)(4). Customer reporting contamination with 221270 plates from lot 1216291.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
B.4. Corrected event description to remove personal and facility information from the record. H.6 investigation summary: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1216291 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and three other complaints have been taken on batch 1216291 for contamination. Retention samples from batch 1216291 were not available for inspection. One photo was received for investigation. The photo shows the bottom of three plates from batch 1216291 (time stamp 0852) with microbial growth in each plate. No return samples were received for investigation. This complaint can be confirmed for contamination. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination.

Event description:
It was reported that prior to use with bd bbl¿ macconkey ii agar contamination was discovered on the plate. The following information was provided by the initial reporter: it was reported that customer reporting contamination with 221270 plates from lot 1216291 received the additional information from the customer below: can you please provide the time stamp on the bottom of the plates? 0852. How are the plates stored once received and at what temperature? Plates are stored refrigerated at 2-8 degrees c. Are the sleeves sealed during storage? Yes. Were there any temperature excursions to the plates you are aware of? None. Customer is aware of. How many individual plates out of the box of 100 received had observable contamination? 25 plates. When was the contamination observed? Before or after inoculation/incubation? Before or after opening sleeves? After the sleeves were opened the customer noticed. Contamination. They plates were not inoculated or incubated, just disposed of. Upon visual inspection of the contaminated media was the contamination: bacteria or fungi? Bacterial, looks to be more than one type on the surface or sub-surface? Surface .was the organism stained or identified? If identified, what was the species and confidence level of the identified species? No ID was done. Were any patient results affected due to the contamination? No. Is this lot still in use? Yes. Plates that look contaminated prior to use are not used for patient testing. Would you be able to send in an unopened sleeve or two from the lot for quality investigation if a return label was sent to you? Customer does not have plates from this lot to send in for quality investigation. Customer reporting contamination with 221270 plates from lot 1216291.